Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, ovarian cyst and abdominal pain. Concurrent conditions included prolapsed cervical disc and deep vein thrombosis. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as ibuprofen since 2011, omeprazole (prilosec) from 2015 to 2017 and paracetamol (tylenol) since 2011. In 2007, the patient experienced urogenital infection fungal ("infection (bladder/urinary tract/vaginal) type: yeast infection a few times"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On 13-aug-2007, the patient had essure inserted. In january 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient was found to have weight increased ("weight gain/ loss (specify which one)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back injury ("had a back injury") and complication of device removal ("removal was not successful with both coil and that he only removed one side"). The patient was treated with surgery (2016, only remove one side). At the time of the report, the pelvic pain, urogenital infection fungal, headache, migraine, dysmenorrhoea, vaginal discharge, weight increased, nausea, back injury and complication of device removal outcome was unknown. The reporter considered back injury, complication of device removal, dysmenorrhoea, headache, migraine, nausea, pelvic pain, urogenital infection fungal, vaginal discharge and weight increased to be related to essure. The reporter commented: cramping, headaches, yeast infection, nausea, weight gain was not go away because I still have one onthe coils in my body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2007: results: total bilateral occlusion. Tissue had formed and created the blockage of the fallopian tubes.. Ultrasound reveal ultrasound reveals an iud in uteral and no evidence of ovarian cyst most recent follow-up information incorporated above includes: on 10-may-2019: pfs received : essure insertion date updated, new event of 'back injury' added. Concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. In (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced fungal infection ("infection (bladder/urinary tract/vaginal) type: - yeast infection a few times"), headache ("headaches"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced weight increased ("weight gain/ loss (specify which one)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and complication of device removal ("removal was not successful with both coil and that he only removed one side"). The patient was treated with surgery (2016, only remove one side.). At the time of the report, the pelvic pain, fungal infection, headache, migraine, dysmenorrhoea, vaginal discharge, weight increased and complication of device removal outcome was unknown. The reporter considered complication of device removal, dysmenorrhoea, fungal infection, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: cramping, headaches, yeast infection, nausea, weight gain was not go away because I still have one onthe coils in my body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received events added from pfs- infection - yeast infection, migraines, headaches, dysmenorrhea (cramping), vaginal discharge, weight gain. Reporter information was updated. Historical condition, removal was not successful with both coil and that he only removed one side. Lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. In (B)(6) , the patient had essure inserted. In (B)(6) , the patient experienced urogenital infection fungal ("infection (bladder/urinary tract/vaginal) type: - yeast infection a few times"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) , the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) , the patient experienced weight increased ("weight gain/ loss (specify which one)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and complication of device removal ("removal was not successful with both coil and that he only removed one side"). The patient was treated with surgery (in (B)(6), only remove one side.). At the time of the report, the pelvic pain, urogenital infection fungal, headache, migraine, dysmenorrhoea, vaginal discharge, weight increased, complication of device removal and nausea outcome was unknown. The reporter considered complication of device removal, dysmenorrhoea, headache, migraine, nausea, pelvic pain, urogenital infection fungal, vaginal discharge and weight increased to be related to essure. The reporter commented: cramping, headaches, yeast infection, nausea, weight gain was not go away because I still have one on the coils in my body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet. Events added from pfs- nausea. Events onset date were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.